Manufacturer narrative:
Sv 3.0d pump received with minor scratched lcd window, cracked case, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube widnow corners, cracked reservoir tube window, broken belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label, broken reservoir tube lip and missing reservoir tube o ring.

Event description:
The customer reported via phone call that the piece was missing from the back of the battery compartment and there was crack that runs onto the screen. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is november 11, 2017.